Event description:
Customer reports that she was pushed into a swimming pool over the summer and would like insulin pump replaced. Customer states she has been hospitalized with low blood glucose of 15 mg/dl on (B)(6) 2015. Customer does not want to troubleshoot; she just wants insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.